Event description:
The customer reported both lcd monitors were not working. The rep found lcd monitors were not working, no power. Found blown fuse on the power distribution pcb. Replaced fuse and booted system several times. Verified system is operating by fluoroing in low and high technique before returning back to the customer as intended.

Manufacturer narrative:
The service rep replaced the fuse and booted the system several times. He verified the system is operating by fluoroing in low and high technique before returning back to the customer as intended.